Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.00 x 38 mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal stent damage. The stent was moved distally on the balloon to an extent that the proximal end of the stent was just past the distal markerband. The crimp markings were evident on the entire length of the exposed balloon wall indicating overall crimp contact between the coated stent and balloon at time of manufacture. The stent was too damaged to measure the outer diameter, however the manufacturing crimp data for this device was reviewed and the outer diameter was measured and is within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks along its length. A visual and tactile examination of the outer and the inner lumen, and mid-shaft section revealed no damage. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.  (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed eccentric target lesion was located in a severely tortuous and fibrotic second diagonal artery. After pre-dilation was performed, a 3.00 x 38 synergy¿ drug-eluting stent was advanced to treat the lesion. However, it was noted that the distal portion of the stent was damaged. The device was removed and the procedure was then completed with another of the same device. No patient complications were reported and the patients' status was stable.

Manufacturer narrative:
Device is a combination product. Complainant name: diagnostics cardiologicos especial sas # diacorsas. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed eccentric target lesion was located in a severely tortuous and fibrotic second diagonal artery. After pre-dilation was performed, a 3.00x38 synergy¿ drug-eluting stent was advanced to treat the lesion. However, it was noted that the distal portion of the stent was damaged. The device was removed and the procedure was then completed with another of the same device. No patient complications were reported and the patients' status was stable.